Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to missing anti-coagulant as all samples met specifications.a review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release.this complaint is unable to be confirmed for the indicated failure mode missing anti-coagulant. Bd was not able to identify a root cause for the indicated failure mode.complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe, there was no anti-coagulant in the device. The device was replaced. No adverse impact was reported regarding the patient or user.